Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms a blank screen and a non responsive keypad. The customer's blood glucose reading was 81 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, received with corroded motor home switch. All buttons responding properly. No button error alarms noted. The keypad traces was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies were noted. The operating are currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No constant tone, external ram crc error alarms or watchdog timeout alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.